Event description:
Reporter indicated that the patient has experienced an increase in seizures over the last few months. Reporter indicated that the patient's neurologist felt that the device need to be replaced due to end of service. Further investigation on 02/2002 revealed that patient's generator was replaced on 01/2002 because it was no longer working.